Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Event date was over 10 years ago. Device is likely still implanted or has been discarded.

Event description:
It was learned in the medical journal "evaluation of hardware-related complications in vascularized bone grafts with locking mandibular reconstruction plate fixation" that 1 patient acquired an infection. The hardware was stable.